Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. The pump remained dimpled. A new ipp pump was implanted. It was further reported that when the patient pressed the pump bulb it didn't work and the shape of the original was not restored. The issues began 2 weeks prior to surgery. Following the surgery the patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. The pump remained dimpled. A new ipp pump was implanted. It was further reported that when the patient pressed the pump bulb it didn't work and the shape of the original was not restored. The issues began 2 weeks prior to surgery. Following the surgery the patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.